Event description:
Information received from synthes (B)(6) reports on an incident from (B)(6) as follows: from a presentation of incidents between 2009 and 2011: no breakage of the implant recognizable. Loosening of screw is apparent. Plate dissolves from the shaft. Re-operation of the loosening screws in the proximal part. Postoperative revision was successfully healed. No further information available. This report is for an unknown screw. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for an unknown screw. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.